Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. Additional information revealed that the ejection fraction was already globally limited severely and in hemodynamic bad conditions prior to the lvad implant. The lvad was running as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the hm 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from fulminant right heart failure (rhf) although a temporary right ventricular assist device (rvad) was already installed during the left ventricular assist device (lvad) procedure. The ejection fraction (ef) was already globally limited severely and in hemodynamic bad conditions prior to the lvad implant. The outcome was not device or therapy related. An autopsy was not performed. The lvad was running as expected.

Manufacturer narrative:
All available information for conducting this investigation was provided and no attempts will be performed.